Event description:
The patient was undergoing a coil embolization procedure to treat aneurysms in the kidney using ruby coils, a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a non-penumbra guide sheath. During the procedure, the physician placed a ruby coil in the target location using the lantern. Next, while advancing another ruby coil into the aneurysm, the ruby coil unintentionally detached inside the non-penumbra catheter and lantern. Therefore, the non-penumbra catheter and lantern containing the detached ruby coil was removed out from the guide sheath. It was reported that while removing the non-penumbra catheter and lantern, the detached ruby coil was then caught at hemostasis valve adapter (hva). The physician then used tweezers to remove the detached ruby coil out from the valve. The physician was unable to obtain access back into the aneurysm and the procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.